Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Evaluation findings of fiber broke. One accumax 365 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass fiber tip measured approximately 3.5mm and appeared unused. Examination under magnification revealed that the exposed glass tip was unused. The laser fiber was received broken into two pieces: one piece measured approximately 144cm from the laser fiber connector to the break, the other piece measured approximately 144cm from the break to the fiber tip. There was no damage noted to the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam exiting the break was bright, clear and scattered with an effective transmission of 35%. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on february 11, 2016 that an accumax 365 laser fiber was used during an ercp procedure in the pancreas performed on (B)(6) 2016. According to the complainant, during the procedure, the laser fiber had difficulty passing through the scope. After several attempts, the physician was able to pass the fiber through the scope but visualization was lost after 30 minutes. The procedure was completed with another accumax 365 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the laser fiber was broken.